Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the was an issue obtaining telemetry between the leadless implantable pulse generator (ipg) and the remote monitor. The ipg remains in use. No patient complications have been reported as a result of this event.